Manufacturer narrative:
Investigation conclusion: a review of the package insert (pi) was conducted for clarity of instructions. No issues were found. The customer's reported problem was related to a deviation from the instructions called out in the pi. Root cause: customer procedural error. Source: phone.

Event description:
Reported false positive sars results (unknown quantity) for 1 consumer who has been testing positive with quickvue otc since march of 2022. The consumer communicated the results were confirmed negative by other rapid antigen assays. 1 lot number used from the quickvue otc testing was provided but it is unknown if the same lot number was used for all testing. The consumer was unable to provide further details and clarification.